Event description:
It was reported that the impedance measurements of this right ventricular (rv) lead have been chronically high; however, are within normal range of 1400-1600 ohms. Additionally, chronic high thresholds were also observed. It was indicated that the patient had been in an accident, and that the related pacemaker had moved (migrated). The physician is aware of the high rv thresholds. The patient is not pacemaker dependent with underlying sinus rhythm. It was noted that there were four high-rate ventricular episodes. Short episodes of t-wave oversensing was also observed. The related pacemaker's battery has approximately 0.5 years longevity remaining. The physician intends to replace this rv lead when this pacemaker is replaced. This lead currently remains implanted and in service. The patient is asymptomatic. No adverse patient effects were reported.

Event description:
It was reported that the impedance measurements of this right ventricular (rv) lead have been chronically high; however, are within normal range of 1400-1600 ohms. Additionally, chronic high thresholds were also observed. It was indicated that the patient had been in an accident, and that the related pacemaker had moved (migrated). The physician is aware of the high rv thresholds. The patient is not pacemaker dependent with underlying sinus rhythm. It was noted that there were four high-rate ventricular episodes. Short episodes of t-wave oversensing was also observed. The related pacemaker's battery has approximately 0.5 years longevity remaining. The physician intends to replace this rv lead when this pacemaker is replaced. This lead currently remains implanted and in service. The patient is asymptomatic. No adverse patient effects were reported. Additional information: a request was submitted to the field in an effort to obtain additional details regarding the status of this event. The field representative indicated that they do not have access to any further information. Should additional details become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.